Event description:
Incident description: during scheduled intervention, the rotaburr jumped forward through the lesion and the doctor was then unable to pull back the burr through the lesion. After several retrieval attempts, the wire and burr were able to be pulled back through the lesion and removed intact from the patient's body. There was no patient harm. Notes from the procedure: clinical data: an elderly male with ischemic heart disease, status post previous coronary artery bypass surgery, status post recent non-q-wave myocardial infarction, found to have occluded graft to circumflex with native circumflex having complex calcified stenosis involving the proximal circumflex, obtuse marginal branch, and ostium of the av groove branch for rotablader atherectomy and percutaneous coronary intervention. The patient had previously undergone attempted intervention, utilizing balloon angioplasty with cutting balloon and conventional balloons, but stenosis could not be successfully dilated because of the calcification. Marked resting data: initial guiding angiography shows a widely patent left main coronary artery and os. The anterior descending is totally occluded at its takeoff. The circumflex then continues as a vessel, which is diffusely diseased. It gives rise to a large av groove branch. This av groove branch has an ostial stenosis, to which appears to be somewhat calcified of approximately 70% diameter reduction. The remainder of the av groove branch is free of significant disease, distally giving rise to multiple posterior left ventricular branches. Just distal to takeoff of this av groove branch, the circumflex has a long 70-80% stenosis, which is calcified. More distally, there is a more distal lesion of approximately 60%. More distally, the circumflex obtuse marginal has a 50% stenosis and then bifurcates into secondary branches. The more superior has retrograde flow into what appears to be the distal stenosis of the bypass graft. The more distal obtuse marginal branch has a 50-60% stenosis and then continues giving rise to multiple secondary branches free of significant disease. Prior to the procedure, angiomax bolus infusion was given. A 0.010 rota-floppy wire was introduced in the lumen of the left coronary artery, advanced into the circumflex, manipulated across the multiple lesions into the distal obtuse marginal branch of the circumflex. A 1.5 mm burr was then advanced. It was platformed external to and then platformed external to the patient to 160,000 rpms. The burr was then advanced under fluoroscopic guidance to the left main and platformed again to 165,000 rpms. At this point, the burr was then gently advanced into the proximal circumflex and then immediately dramatically slowed down to 135,000 rpm and then abruptly stopped rotating. The burr became fixed in place. The burr would no longer rotate, and the burr could not be advanced or pulled back. Nitroglycerin was administered with no effect. A bmw guidewire along with a choice floppy and a fielder were advanced to the left coronary artery but could not be successfully advanced to the burr. Angiography showed that the circumflex appeared to be totally occluded by the bur. The proximal end of the rota catheter with the rota-floppy catheter. A 6-french guideliner was advanced to the above, but the burr could not be removed within the guideliner. The guiding catheter was deep throated up to the burr and with the assistance and expertise of dr. _____, pullback directly on the exposed rota-floppy wire and we were able to pull the burr into the guiding catheter, freeing it from the proximal obtuse marginal. The burr was removed. The left coronary was reengaged. Repeat angiography showed that the anterior descending, obtuse marginal and av groove branches remained patent, still with stenotic disease, not significantly changed, but no real change in the overall anatomy of the circumflex obtuse marginal and av groove branches. The patient had chest pain as expected with occlusion of the obtuse marginal, had total resolution of his chest pain. He had been placed on levophed during the episode of chest pain and this was weaned off. There were no EKG changes, remained in sinus rhythm, hemodynamically stable, and transferred back to the acute care unit for further monitoring and observation. I am not certain what caused the burr 1.5 mm to "seize up" in the proximal circumflex stenosis. The burr was being very gently advanced to and fro, as per standard technique, but the rotation seemed to abruptly stop and seemed more consistent with a mechanical equipment problem. We will monitor the patient closely and reassess for future options. Certainly, we will consider repeat attempt at intervention with a repeat rotablader atherectomy. We will need to closely monitor.